Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to undersensing and nonconversion of ventricular tachycardia and ventricular fibrillation, secondary to device migration. The device had migrated off, from the implant lateral location. The patient was at home at the time of the episodes with no weight changes observed but reported as thin. Reportedly, the patient did lose consciousness during this period. The physician elected to remove and implant a traditional ICD system rather than repositioning the migrated device. Field follow-up confirmed no electrode issues and the hospital has retained the explanted unit.